Event description:
It was reported that the flow sensor was defective. The failure occurred during treatment. No harm to any person has been reported. Complaint ID# (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the error message "flow/bubble sensor defective " was displayed. The failure occurred during treatment. There was no visible damage/dirt on the flow/bubble sensor or the cable. A getinge field service technician (fst) was sent for investigation and repair on 2023-06-09/19. The flow/bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The logfiles are not available for investigation. The complaint was investigated by getinge life-cycle-engineering on 2023-06-30. The most probable root causes are - bent pins - eprom within the connector defective - cable clamping - cable break according to the instruction for use (IFU) of the cardiohelp device chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. The review of the non-conformities has been performed on 2023-06-30 for the period of 2020-06-24 to 2023-06-05. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-06-24. Based on the results the reported failure "flow/bubble sensor defective" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.